Event description:
It was reported that the under-infusion was at 16.4 ml. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No evidence of issue found in event history log. Visual, functional and accuracy tests were performed. The device was under-infusing. The reported problem was caused from an out of specification cam shaft and explusors. It was also found that the device's downstream occlusion (dso) seal was separating. The cam shaft, expulsors and dso seal were replaced to fix the issue.